Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they flatlined for 15 seconds and that the device did not work properly. The device has since been explanted and replaced. No further patient complications have been reported as a result of this event.